Event description:
Complainant alleged that while attempting to treat a pt, the device displayed a "pacer disabled" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.